Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2015 with the following findings: during investigation, a review of the pump black box data showed several pump reboots after consecutive cs 087 alarms. The battery compartment was found to be undamaged. A test cap was able to fit securely and to maintain electrical connection. No power interruption occurred during testing. During investigation, the pump alarmed with a call service (cs 069) during the rewind step. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The pump¿s cover was removed and no intermittent condition was found to the power circuit/flex.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.